Event description:
It was reported that: "stem was loose; dr removed stem and cement and replaced with restoration mod cone conical."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available; the eval summary will be submitted in a supplemental report.